Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer reported a flo-gard infusion pump which experienced an occlusion alarm upon power up. This condition may be a false occlusion alarm. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false occlusion alarm. The root cause was determined to be a defective central processing unit printed circuit board occlusion circuit. No repairs were performed as the customer refused the service estimate for this device. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.